Event description:
The pt received her scs system on (B)(6) 2010. On (B)(6) 2010, it was reported that the pt programmer had been displaying the "ipg low battery" warning for the past two weeks. It was concluded that this was the result of passivation, and the low battery flag was cleared. The device was not explanted.

Manufacturer narrative:
Eval - method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed found a sublevel noncomformance, however, the device was reworked and it was determined not to be related. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.